Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple drawers would not open and device not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple drawers failed. A field service engineer (fse) identified auxiliary 1 and auxiliary tower were still functional, access to main drawers and auxiliary 2 drawers were off bus. System configuration showed all drawers were unavailable. Then, the fse identified failed communication port on rear of communication sled. Replaced communication sled and verified operation to resolve the issue. The system functioned as intended after the field service engineer repaired the device.